Event description:
New information notes noise possibly due to myopotentials was observed on the atrial lead. Programming changes to address sensitivity were made. The patient was doing great.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation it was noted that non- physiologic over-sensing had occurred since 2013 on the atrial lead. Isometric testing had been performed but no changes had been made. The patient was being monitored.